Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was feeling stimulation through their legs and bottoms of their feet. It was stated that they didn't feel it over their buttocks or in their hips.

Event description:
Additional information received from the hcp reported that they were unaware of the event. To their knowledge the patient recovered without difficulty.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. She was walking with a stoop again and was reluctant to walk due to pain. It was reported that even lying down gave the patient pain. The scs was supposed to relieve buttock and hip pain, but the patient believed it started to slowly change a week before she saw her hcp on (B)(6) leading to more and more pain. It was reported that the only thing the patient did in the week prior to (B)(6) was ride a horse. It was noted that the patient had walked the horse in order to get a fitting for a pair of boots that she could wear along with the drop foot device she wore. It was reported that increasing stimulation didn't seem to help. The patient turned stimulation from 5v to 4.5v and it seemed a little better. The patient wasn't sure if the stimulation location had changed as she couldn't really feel it.

Manufacturer narrative:
(B)(4).